Event description:
Per the surgeon, the stapler was difficult to open and close. It was used in the patient once on tissue prior to this discovery. No harm to the patient was evident. A new stapler was obtained and used instead.